Event description:
A report was received that the patient had a seizure until the device was turned off. The patient's pain physician thinks the seizure was device related but the patient's neurosurgeon does not believe it was device related. A bsn engineer analyzed the patients database and no anomalies were found. The patient is scheduled for a revision procedure.

Event description:
A report was received that the patient had a seizure until the device was turned off. The patient's pain physician thinks the seizure was device related but the patient's neurosurgeon does not believe it was device related. A bsn engineer analyzed the patients database and no anomalies were found. The patient is scheduled for a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time due to personal issues.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-50 (B)(4) description: artisan 2x8 paddle lead (with slotted electrodes), 50 cm